Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Initial reporter phone number (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Rhealthcare professional reporting bilateral ruptura. Capsular contracture grade ii. This relates to the right side. The device has been explanted.